Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The high voltage cable was cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system made a loud popping noise during a case. The procedure was completed without incident. No pt injury was reported.